Manufacturer narrative:
(B)(4). Batch # n93n32. The analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed 1 conforming clips and it ejected 6 clips. Upon inspection, the jaws were noted to be loose relative to the clip track; this was causing the difficult to fire the device and jaws cutting. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the doctor stated there was not a clip in the jaw and the jaw itself scissors and cuts also she feels the clip applier has more force to fire than in years past and causes the firing sequence to not be as fluid. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).